Event description:
It was reported that the helix would not extend after twenty rotations prior to the implant of the right ventricular lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the analysis revealed no anomalies were found. The visual summary analysis of the lead indicated damage at implant.